Manufacturer narrative:
Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 12909n for suspected false negative results on an unknown number of patient samples that were positive on a rapid antigen test. The customer stated the patient samples were nasopharyngeal collected in copan utm. The customer's device and suspected false negative samples were not provided for investigation. Run analysis of the simplexa from 7/11/22 showed 3 different samples that results negative, but with relatively late/high cts on the internal controls: sample ID 1: ic CT = 32.2. Sample ID 2: ic CT = 38.1. Sample ID gnsd4jf3f2: ic CT = 33.5. The customer has not indicated which sample ids were the false negative samples, but high/late cts greater than 32 indicate possible inhibition of the pcr reaction. It was suggested the customer pull new samples and also run controls. The customer was contacted on (B)(6) 2022 and informed diasorin the alleged false negative samples only came up positive with late/high cts after they diluted the samples 1:10 (dilution is considered off-label use). This indicates those specific samples most likely caused pcr inhibition. No false negatives occurred with positive controls and no false positives occurred with negative controls. Batch record review showed the critical component, reaction mix mol4151 lot# 12538n met all qc release criteria prior to kit release. A total of 35 no-template control (ntc) replicates were run and resulted in zero (0) occurrences of false positives in any of the targets and an avg ic CT = 31.3. No malfunctions occurred during qc release testing. Retains of the suspected device were tested on 7/25/22 with 14 replicates (2 discs of 7 pc each) of mol4160 positive control. Both times the targets were detected on all replicates (s gene = 26.5, 27.7 / orf1ab = 26.9, 27.4) . No false negatives occurred. No malfunctions occurred. Potential causes for the false negative results may be an instrument failure or error, an operator error, incorrect handling of reagents during testing or storage, or deviation from the assay procedure outlined in the package insert. It is not possible to determine a definitive root cause at this time. As per ifuk.ce.mol4150, "negative results do no preclude sars-cov-2 infection and should not be used as the sole basis for patient management decisions. Negative results must be combined with clinical observations, patient history, and epdemiological information" and per the limitations section, item 4, "false-negative results may occur if the viruses are present at a level that is below the analytical sensitivity of the assay or if the virus has genomic mutations, insertions, deletions, or rearrangements or if performed very early in the course of illness."

Event description:
Diasorin molecular received a complaint on (B)(6) 2022 on the simplexa covid-19 direct assay mol4150 lot# 12909n for suspected false negative results on an unknown number of patient samples that were positive on a rapid antigen test. The customer confirmed the suspected false negative results were not reported to the diagnosing physician or clinician due to the discrepancy with the retest on the antigen test. No alleged harm occurred.